Event description:
The physician reported he was treating the patient's right middle cerebral artery (mca) which was 75% stenosed. The physician reported he was able to deploy the intravascular stent without any issues. However, while removing the delivery catheter over the guide wire out of the body, he noticed a heavy resistance as if the guide wire and the catheter had become stuck together. The physician reported he had to use force to remove the system from the patient. The physician reported the patient suffered no adverse effects as a result of this phenomenon. The physician reported he examined the system, and noticed that the delivery catheter was torn in a longitudinal direction.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.